Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), menorrhagia ("abnormal bleeding (menorrhagia)"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("constant non menstrual related heavy bleeding") and ovarian cyst ("ovarian cyst") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhea, fatigue, migraine, headache and gestational diabetes. Previously administered products included for an unreported indication: codeine, vicodin, percocet, darvocet and penicillin. Past adverse reactions to the above products included hypersensitivity with darvocet, penicillin and vicodin. Concurrent conditions included morbid obesity, hypertension, renal disease, kidney stones, polycystic ovaries, pseudotumor cerebri (edema), depression, chest pain (non cardiac), sexually transmitted disease, hemorrhagic cyst, menometrorrhagia and hypertension. Concomitant products included hydrochlorothiazide since 2013, micropil plus (femcon fe), nebivolol hydrochloride (bystolic) since 2013, nifedipine (procardia) since 2013 and omeprazole. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 2 years 5 months after insertion of essure, the patient experienced pelvic pain ("pain: pelvic"), headache ("headaches/pain: headache") and abdominal pain ("pain: abdominal pain / severe abdominal pain"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced chills ("chills"), anxiety ("anxiety"), night sweats ("night sweats"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraine"), dysmenorrhoea ("dysmenorrhea (cramping)/pain: painful periods"), fatigue ("fatigue"), weight increased ("weight gain"), vomiting ("vomiting") and depression ("depression"). On (B)(6) 2016, the patient experienced pelvic adhesions ("pelvic and abdominal adhesive disease") and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and diarrhoea ("diarrhea"). The patient was treated with topiramate (topamax), paroxetine hydrochloride (paxil), sertraline (zoloft), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)), surgery (ultrasound ablation, removal surgery), surgery (rremoval) and surgery (oophorectomy (one side removal of ovary) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, pelvic pain, chills, anxiety, night sweats, headache, bladder disorder, urinary tract disorder, pelvic adhesions, migraine, diarrhoea, fatigue, weight increased, vomiting and depression outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, abdominal pain and ovarian cyst was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, chills, depression, device expulsion, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, night sweats, ovarian cyst, pelvic adhesions, pelvic pain, perforation, urinary tract disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 300 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Computerised tomogram - on 21-jul-2010: essure device noted in uterus hysterosalpingogram - in april 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Reporter¿s information was updated. Concomitant condition, concomitant drug, historical drug , unstructured lab data was added . Added event constant non menstrual related heavy bleeding, depression. Updated onset date of events. Updated outcome of event(genital hemorrhage). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient had a surgery to remove essure on (B)(6) 2016. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: reporter added, start date and stop date was added, events device removed and device complications were deleted and events migration, perforation, pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove essure on (B)(6) 2016. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: the listedeness for the reported event perforation was corrected from listed to unlisted. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), menorrhagia ("abnormal bleeding (menorrhagia)"), device expulsion ("migration of essure device location of device: uterus") and ovarian cyst ("ovarian cyst") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhea, fatigue, migraine, headache and gestational diabetes. Previously administered products included for an unreported indication: vicodin, penicillin, codeine, percocet and darvocet. Past adverse reactions to the above products included hypersensitivity with darvocet, penicillin and vicodin. Concurrent conditions included morbid obesity, hypertension, renal disease, kidney stones, polycystic ovaries, pseudotumor cerebri (edema), depression, chest pain (non cardiac), sexual transmission of infection, hemorrhagic cyst and menometrorrhagia. Concomitant products included micropil plus (femcon fe). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 2 years 5 months after insertion of essure, the patient experienced pelvic pain ("pain: pelvic"), headache ("headaches/pain: headache"), dysmenorrhoea ("dysmenorrhea (cramping)/pain: painful periods") and abdominal pain ("pain: abdominal pain"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced chills ("chills"), anxiety ("anxiety"), night sweats ("night sweats"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraine") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced pelvic adhesions ("pelvic and abdominal adhesive disease") and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with topiramate (topamax), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)), surgery (ultrasound ablation, removal surgery) and surgery (oophorectomy (one side removal of ovary) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, pelvic pain, chills, anxiety, night sweats, headache, bladder disorder, urinary tract disorder, pelvic adhesions, migraine, diarrhoea, fatigue, weight increased and vomiting outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain and ovarian cyst was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, chills, device expulsion, diarrhoea, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, night sweats, ovarian cyst, pelvic adhesions, pelvic pain, perforation, urinary tract disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 300 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Computerised tomogram - on (B)(6) 2010: essure device noted in uterus hysterosalpingogram - in april 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: the case is medically confirmed. Reporter information was provided. Her demographic was updated. Her historical condition/medication and concurrent conditions were added respectively. Lab data was added. Her treatment/concomitant medications were added. Following events: abnormal bleeding (menorrhagia/vaginal); migration of essure device location of device: uterus (previously reported as device dislocation); pain: pelvic; chills, anxiety, night sweats; headaches/pain: headache; bladder or urinary problems or changes: unspecified; pelvic adhesive disease; migraine, ovarian cyst (treatment: oophorectomy (one side removal of ovary)); diarrhea, dysmenorrhea (cramping)/pain: painful periods, fatigue, weight gain, vomiting and pain: abdominal pain. She was recovering from bleeding, cramping and abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs